Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display with changes to color spectrum. The display has been gradually fading over time beginning one month prior to the complaint. In addition, the screen has an orange coloring. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/10/2013 with the following findings: the display was observed to be faded, discolored and difficult to read. The faded display was removed and replaced with a test display and found to be fully functional, fully illuminated with no visible signs of fading or discoloration. A battery compartment crack was observed from thread area to case seal. There was evidence of moisture contamination found inside the battery compartment. A leak test revealed a leak at crack in battery compartment. The pump case was removed and there was no evidence of additional moisture contamination found inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.